Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The cause of the foreign material remaining in the device could not be determined. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU). Instructions for gif-1200n, operation manual chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation and the evaluation found a defective air and water supply/intake, insert part curved tube angle insufficient, connector part scope connector has tar liquid leakage. Poor tip image and the insertion section curved rubber adhesive area cloudy. Operation section switch rubber had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material exiting from the air/water nozzle. There were no reports of patient involvement.